Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient fell about 4 months ago and both leads migrated. Impedance were within normal range. Both leads were replaced and the issue was resolved. No symptoms reported. No further complications were reported or anticipated.